Manufacturer narrative:
Implant slipped into the maxillary sinus. Implant had to removed. Another surgical intervention was necessary. No product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant slipped into the maxillary sinus. Implant had to removed. Another surgical intervention was necessary.